Event description:
The complainant reported 'it was also reported that the adhesive did not close the incisions well. It was reported that after a robotic laparoscopic procedure, skin reactions were observed that almost looked like burns or rashes. It was also reported that the adhesive did not close the incisions well and was extremely difficult to remove during post-operative office appointments. To resolve the issue, a device from another manufacturer was used.' Event date is unknown at this time. Attempts to retrieve information on 31/03/2026, 07/04/2026, 14/04/2026.

Manufacturer narrative:
The complainant reported 'it was also reported that the adhesive did not close the incisions well. It was reported that after a robotic laparoscopic procedure, skin reactions were observed that almost looked like burns or rashes. It was also reported that the adhesive did not close the incisions well and was extremely difficult to remove during post-operative office appointments. To resolve the issue, a device from another manufacturer was used.' A serious injury can be defined as 'an injury or illness that: is life threatening. Results in permanent impairment of a body function or permanent damage to a body structure, or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' Although medical intervention has not been confirmed, wound dehiscence usually requires medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. No lot information was provided so ams was unable to investigate batch records. However, viscosity and set time are tested at batch release.